Manufacturer narrative:
The biomedical engineer later stated that the reported problem was caused by a new it security scanning application that effected the mac addresses of the monitors and forced them to soft reboot. The hospital it adjusted the security application settings to resolve the reported problem. The reported issue was caused by a new security application used by the hospital's it department.

Event description:
Spacelabs healthcare was notified that several qube compact monitors are unexpectedly restarting on their own. There is no patient or user harm reported with this event.